Event description:
It was reported by the service and repair department that the sales consultant found two pair of pliers; one with a missing locking nut and the second was dull wire cutters. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history review was performed. No service history review can be performed as this is a lot controlled item. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.